Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the pt's right eye. There is some sort of smudge across the center of the lens that is visible to the doctor and pt. The smudge has been visible since day one of icl implantation, but due to the pt not complaining and his ucva was 20/20, the doctor decided to leave the icl implanted. The pt has experienced glares and halos and had been taking medication, but pt developed a allergic reaction to the medication and has stopped taking it. Glares and halos are more noticeable. There is some pigment rubbing the iris. The pt's ucva remains 20/20. The doctor is planning to exchange the icl in the future.